Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of an insertion site leak could not be confirmed by the photo, which shows the catheter in use on a patient. Slight discoloration around the catheter juncture hub can be observed but a leak cannot be confirmed given the photo resolution. A complete visual inspection could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary. Precaution: minimize catheter manipulation throughout procedure to maintain proper catheter tip position." Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "after connecting the patient to two ivs, I noticed that fluid was leaking from the cvc insertion site, under the dressing. I stopped the ivs and removed the dressing. As I removed the dressing, I saw traces of parenteral nutrition around the puncture site. The doctor asked me to retest the line without the dressing. While I was rinsing with 10cc of nacl, clear fluid could be seen coming out of the puncture site. The patient remained stable, with no respiratory complaints. We therefore decide to remove the IV line with a platelet transfusion. I disinfect thoroughly and reapply a small protective bandage. A new IV line is inserted on the right side. The removed line is set aside in case it is needed." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after connecting the patient to two ivs, I noticed that fluid was leaking from the cvc insertion site, under the dressing. I stopped the ivs and removed the dressing. As I removed the dressing, I saw traces of parenteral nutrition around the puncture site (see photo). The doctor asked me to retest the line without the dressing. While I was rinsing with 10cc of nacl, clear fluid could be seen coming out of the puncture site. The patient remained stable, with no respiratory complaints. We therefore decide to remove the IV line with a platelet transfusion. I disinfect thoroughly and reapply a small protective bandage. A new IV line is inserted on the right side. The removed line is set aside in case it is needed." The patient's current condition is reported as "fine".

Event description:
It was reported that "after connecting the patient to two ivs, I noticed that fluid was leaking from the cvc insertion site, under the dressing. I stopped the ivs and removed the dressing. As I removed the dressing, I saw traces of parenteral nutrition around the puncture site (see photo). The doctor asked me to retest the line without the dressing. While I was rinsing with 10cc of nacl, clear fluid could be seen coming out of the puncture site. The patient remained stable, with no respiratory complaints. We therefore decide to remove the IV line with a platelet transfusion. I disinfect thoroughly and reapply a small protective bandage. A new IV line is inserted on the right side. The removed line is set aside in case it is needed." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The complaint of an insertion site leak could not be confirmed by the photo, which shows the catheter in use on a patient. Slight discoloration around the catheter juncture hub can be observed but a leak cannot be confirmed given the photo resolution. The customer also returned one, 3-lumen, cvc catheter for evaluation. Signs of use were observed inside the catheter. Visual examination of the catheter did not reveal any defects or anomalies such as kinks, holes, or cuts. The catheter length from the juncture hub to the distal tip measured 226mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 0.0975", which is within the specification limits of 0.094"-0.098" per the catheter extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All extension lines were flushed with a lab inventory syringe filled with water. No leaks or blockages were detected. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. A manual tug test confirmed all extension lines were fully secured within their respective hubs. The customer report of an insertion site leak could not be confirmed by complaint investigation of the returned sample or the customer supplied photo. No defects or anomalies were observed on the returned sample. The catheter met all relevant dimensional and functional requirements, including leak testing performed per bs en iso 10555-1. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for complaints of this nature.